Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported unit was used on a patient without a bacterial filter installed. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The support service informed the customer there was no way of knowing if the unit was actually contaminated and emailed the customer the list of parts for possible contamination and replacement.

Manufacturer narrative:
G4: 22apr2020 b4: (B)(6)2020. H11: this event does not represent a allegation of fault or deficiency with this ventilator. The ventilator was utilized on a patient without a bacterial filter, which is a condition of user error. Information was provided to the customer pertaining to the parts that would require replacement, including the gas outlet, tubing kit, blower assembly, and the rubber boot kit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.